Event description:
A healthcare professional reported that lens matter was retained in the eye of a pt who underwent cataract surgery with phacoemulsification. The lens matter appeared from behind the iris and/or in front of the iris where it was difficult to be seen by the surgeon and was missed during surgery. After surgery the pt presented with decreased vision and required an add'l surgery within one week to remove the remaining lens matter. The second procedure was uneventful and the visual outcome was reported to be normal. This event occurred in two different pts from the two facilities where the surgeon operates. According to the surgeon, the events occurred after moving to microincision phacoemulsification surgery. No add'l info is expected. There are two medical device reports associated with this event. This report is for the patient from the second facility. The report for the patient from the first facility was previously reported under MFR report number: 2028159-2014-00445.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No add'l info expected. (B)(4).